Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was feeling numbness in her little finger and ring finger on her right hand, stimulation was surging without her changing anything and sometimes stimulation stopped but she was able to get it started again by putting pressure on the implant site. The patient stated she noticed her fingers going numb two weeks ago when she was typing. The patient turned her stimulator off and it took 2.5 hours before her fingers were no longer numb and when she turned it back on within 3-4 minutes her fingers were going numb again. The patient noted she was sitting in a chair with stimulation on and everything was fine then it was like a car engine running and the gas got stepped on and it revved up. The patient stated she got surges of intense stimulation and once she stood up it was better and went away but the third time it happened it did not and she had to have someone drive her home to get the programmer so they could turn it off because the patient could not lift or move her left leg. The patient had an appointment with her healthcare provider scheduled. The patient reported she was laying in bed and stimulation stopped when she went from her back to her side but when she put her hand over it and put pressure to push it into her then stimulation started back again and when she took pressure off stimulation stopped again. It was mentioned that the patient had adaptive stimulation enabled on (B)(6) and the first stimulation surge occurred on (B)(6) and it was reviewed that the patient might want to turn adaptive stimulation off. The patient reported her left leg goes numb and she had terrible nerve pain. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-09. The patient reported that as far as numbness in fingers nothing was done. The patient reported that for the surges the doctor was requesting a CT scan from workers compensation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 lfc (hcp) additional information was received from a health care professional. It was reported that the finger numbness was not related to the device. The patient and healthcare professional met with a manufacturing representative and stimulation was reprogrammed with three new programs to cover the patients lower back and left leg. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.